Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2015 with the following findings: the pump was unable to power on during investigation. The pump had visible moisture behind the display screen lens. A leak test was performed and the pump was found to be leaking from cracks in the battery compartment and from a crack in the pump casing at the display lens. The pump battery compartment was observed to be cracked in three places, one from the compartment lip, two from the bumper to the case seal. The pump was opened and moisture was observed throughout the pump. The complaint of the blank display screen was unable to be tested due to the pump being unable to power on.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blank display screen issue. The reporter indicated that moisture ingress was noted behind the pump display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.